Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is missing segments. Battery drawer is broken. Battery contacts are compressed. Battery release is contaminated. Lead flex cover is broken and contaminated. Side bail covers, ring cover, two case screws, ring cover screw, side bails, and ring are missing. Keyboard is scratched (cosmetic). Serial number label is torn (cosmetic). Lower case is corroded/contaminated. It is noted the upper case and lower case are separated at the seam due to customer used too much silicone to hold the screw insert.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Lcd (liquid crystal display) is missing segments. Battery drawer is broken. Battery contacts are compressed. Battery release is contaminated. Lead flex cover is broken and contaminated. Side bail covers, ring cover, two case screws, ring cover screw, side bails, and ring are missing. Keyboard is scratched (cosmetic). Serial number label is torn (cosmetic). Lower case is corroded/contaminated. It is noted the upper case and lower case are separated at the seam due to customer used to much silicone to hold the screw insert.

Event description:
It was reported the upper and lower cases are separated at the seam. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.